Event description:
It was reported that, the patient experienced an occlusion alert while using an insulin infusion set. The patient stated they planned to change out supplies and switch to an alternative infusion set. The patient had previously changed supplies and was using an inset infusion set at the time of the event. The patient reported a blood glucose level of 198 mg/dl and indicated that blood glucose levels were affected by the issue. Upon removal of the infusion set, no bend in the cannula was observed. Insulin delivery was resumed after insertion of a new infusion set. The patient did not use any back-up therapy, did not perform ketone testing, and did not receive any professional medical intervention or other assistance. No immediate health effects were experienced. The patient later confirmed that blood glucose returned to range at 156 mg/dl. The patient was using a g7 continuous glucose monitoring system. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.